Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery followed by motor error. The patient's blood glucose at the time of incident was 551 mg/dl, which she did not yet treat. During troubleshooting the insulin pump was able to rewind. The device also passed the displacement test. The insulin pump was not returned for analysis.